Event description:
It was reported that this pacemaker exhibited pacemaker mediated tachycardia (pmt) episodes. This rhythm was ended appropriately by the device pmt algorithm. Additionally, technical services (ts) noted that the minute ventilation (mv) feature was deactivated by the signal artifact monitor (sam). Technical services (ts) reviewed the stored episodes and reached to the field for further review. The episodes were reviewed with the device nurse. No further information is available from the field. This pacemaker remains in service. No adverse patient effects were reported.